Event description:
It was reported that the ilet user experienced hyperglycemia with a reported blood glucose of 400 mg/dl after the cartridge fell out during sleep, indicating the infusion set connector was not attached properly, and the user performed multiple rapid supply and site changes that led to missed insulin delivery. Symptoms included hyperglycemia. Outcomes included a missed dose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the infusion set and cartridge connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.